Event description:
It was reported that damage to the catheter tip was discovered prior to use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from spanish to english: before using the catheter, the personnel who would use it reports that the tip of the catheter was damaged.

Manufacturer narrative:
H.6. Investigation: conclusion(s): observations and testing could not be performed because units were not received for investigation of this incident. (DHR) further investigation is needed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that damage to the catheter tip was discovered prior to use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: before using the catheter, the personnel who would use it reports that the tip of the catheter was damaged.